Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 169 mg/dl. The customer stated that her glucose level was lower the day before her admission. The customer stated that she passed out and was brought to the hospital. The customer also stated that she suffered a heart attack due to her low glucose and she was in a coma for five to seven days. Troubleshooting was performed. The programming and histories were correct. The units left in the screen were 15.4 units and the units left in the reservoir were approximately 20 u. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.